Event description:
A patient underwent prophylactic generator replacement surgery. Several months later, the physician learned that the device was manufactured using a process that may have contributed to premature depletion of the battery and requested analysis of the generator as a result. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Event description:
The generator underwent product analysis data that was downloaded from the generator showed that 35.051% of the battery capacity had been consumed to date. The impedance values of the most recent significant impedance change were within normal limits. The generator was opened due to possible contaminates on the trimmed edge of the printed circuit board assembly (pcba), and the presence of such contaminates was confirmed. The generator was interrogated and system diagnostics were performed and returned results within normal limits. The diagnostic battery voltage calculation was 3.020 v. The pulse generator performed according to functional specifications. Electrical testing of the pcba identified that the pcba performed according to functional specifications also. Premature battery depletion was not identified in the pa lab. There were no performance or other adverse conditions found with the pulse generator. No other relevant information has been received to date.